Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the tubing. The customer declined to change supplies and resumed insulin delivery with current supplies. Customer's blood glucose level was 242 mg/dl.